Manufacturer narrative:
Samples were collected in a bd serum separator tube. Qc has been performing within the customer's established ranges. A field service engineer (fse) went on-site 03/16/2011. Fse checked fluid connections, calibrated ultrasonic voltages and cleaned salt from the substrate primer. Fse performed a system check and a high-sensitivity system check and both passed within instrument specifications. Fse verified the service following established procedures and all results were within instrument specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a higher than expected bhcg result above the normal reference range generated by the unicel dxl 800 access immunoassay system for one patient. Repeat analysis of the sample gave lower results within the normal reference range. The "low result" was reported outside of the laboratory and was not questioned by the physician. The customer's protocol is to run all bhcg requests with the dil-bhcg assay to reduce overall reporting time. The original tbhcg result was 0.3miu/ml and the original dil-tbhcg result was 2481.8miu/ml. The repeat tbhcg results were 0.8 and 0.5miu/ml and the repeat dil-tbhcg results were <1000 miu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.